Event description:
It was reported that the ilet sleep/wake button did not reliably respond when attempting to wake the screen, and the user was instructed to place the device on the charger and hold the wake button for approximately 30 seconds to recalibrate sensitivity. Symptoms included no reported adverse physiological effects and no impact to blood glucose. Outcomes included no alarms and no clinical intervention or hospitalization. Investigation included customer troubleshooting and education performed remotely. Investigation of this case revealed a device user interface responsiveness issue associated with the sleep/wake button functionality; the device continued to operate for therapy without interruption. It was concluded, based on previously established findings for similar reports, that the cause was user interface sensitivity requiring recalibration.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.